Manufacturer narrative:
Philips service replaced the flexviewing pc 4fg, restoring the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that flexvision pc defective, causing display failure on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.